Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown. Results: 50 samples were returned and were checked visually. No appearance defect was found. Water sampling test was then performed on the 50 samples and all samples were confirmed to collect water without any leakage. A review of the device history record revealed no irregularities during the manufacture of the reported lot #16h22. Conclusion: since no abnormality was found in the returned samples no root cause can be determined.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set leaked through the flash chamber. There was no injury or medical intervention reported.